Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer's high blood glucose was 420 mg/dl and low was 49 mg/dl. The customer did not provide the symptoms regarding high or low blood glucose. Customer also experienced low blood glucose level. The customer was treated for the high blood glucose with insulin pump and for low blood glucose with candy. The customer declined troubleshooting for high as well as low blood glucose level. The insulin pump was not returned for analysis.